Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that the tumescent infiltration pump runs continuously and will not stop pumping because the pedal keeps sticking.

Manufacturer narrative:
The investigation confirmed the reported complaint. A review of device history records (DHR) for lot show no related defects found. Evaluation determined that the pump head assembly was aging. IFU dictates functional testing before use, no risks to patient in this case. The investigation confirmed the reported complaint. Repair of the pump was performed. Pump head assembly was replaced. All functions tested 100% to manufacturing specification.